Event description:
It was reported that an adverse event occurred. The target lesion was located in the coronary artery. A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure, device was unable cross the lesion and it caused a significant delay to the procedure that resulted in an adverse patient event. No further information available at this time. It was further reported that the inability to cross the lesion did not cause a significant delay to the procedure that resulted in an adverse patient event. The procedure was completed with no patient complications.

Event description:
It was reported that an adverse event occurred. The target lesion was located in a coronary artery. A 3.00 x 16 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, the device was unable cross the lesion and it caused a significant delay to the procedure that resulted in an adverse patient event. No further information is available at this time.